Event description:
A customer reported an issue with the pump, which was giving partial dosing of the bolus, either incomplete or with an alarm. There was no adverse impact to the customer's blood glucose level. The customer was advised to call back when ready to complete troubleshooting with technical support.